Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged fracture was noted on the catheter near the cath lock. The device was removed. There was no reported patient injury.

Event description:
It was reported that an alleged fracture was noted on the catheter near the cath lock. The device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp with groshong catheter was returned. The port was returned in two segments, (port body with cath-lock in place and catheter). A microscopic evaluation was performed. The proximal segment of the catheter was attached to the port stem with the cath-lock not fully seated. A complete circumferential break was noted just distal to the cath-lock. Both proximal and distal ends of the break were noted with rounded edges. The break exhibited polishing and an overall elliptical shape. Additionally the catheter was noted with a circumferentially aligned split just distal to the catheter break. The split edges were noted to be rounded and polished as well. Therefore, the investigation is confirmed for catheter fracture, specifically due to flexural fatigue. While flexural fatigue is evident, a definitive root cause could not be determined based upon available information. It is possible that patient factor contributed to the observed condition and reported event. However, it is unknown whether procedural factors also contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.